Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to verify the reported issue. Stryker replaced the system pcb assembly to resolve the reported issue. After completion of other, unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer. It was determined the cause of the reported issue was a faulty power pcb assembly and a damaged aux connector. Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.